Event description:
Iit was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention occurred where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.